Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patients spinal cord stimulator (scs) system was causing discomfort or health concerns like trouble walking and sweating a lot. The patient wanted to remove the scs system.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patients spinal cord stimulator (scs) system was causing discomfort or health concerns like trouble walking and sweating a lot. The patient wanted to remove the scs system.